Event description:
A malfunction was reported on a pump, displaying a malfunction code. There was no adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of this malfunction and was provided with a replacement pump by technical support while being temporarily set up with a backup insulin pump. The replacement comes with updated software, and the customer will receive training via their tandem source account. The customer was informed about returning the faulty pump and acknowledged the instructions provided by technical support.